Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the data acquisition (da) to motor controller (mc) cable was defective. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.